Manufacturer narrative:
The sample is not available for return. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
Reporter indicated "unfortunately, today we had a nurse changing a PICC dressing and noticed the line was cracked and leaking fluids. She was able to exchange the line and saved it. After the line was taken out it immediately broke into two pieces. We have saved the product and given to supply chain (I have cc¿d (B)(6)). See additional information page 2. Asked if glue was used: ¿yes, it did have the glue on it. When I asked for more details, the nurse said the glue was on very lightly (not in a hard ball) and she did not feel like it contributed to the cracking- she was able to get the dressing off very easily, was cleaning the site and then when she let it dry and was about to put another tegaderm on, she noticed leakage.¿

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded relating to this issue. According to the customer, there was no sample available for review. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, the results are inconclusive and determining a definite root cause and corrective action is not possible.